Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the adverse events of peritonitis (characterized by abdominal pain and cloudy effluent fluid), which required antibiotic therapy. Causality was attributed to multiple breaches in aseptic technique (during home evaluation) via a touch contamination event. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report any fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2019 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture results returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn stated the patient was not a good fit for pd, as a home evaluation revealed multiple breaks in aseptic technique (e.g., no mask, no gloves, no hand hygiene, door open) via touch contamination. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient transitioned to incenter hemodialysis (hd) in september of 2019 due to a mutual decision between the patient and nephrologist.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection (peritonitis or catheter infection). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2019 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture results returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn stated the patient was not a good fit for pd, as a home evaluation revealed multiple breaks in aseptic technique (e.g., no mask, no gloves, no hand hygiene, door open) via touch contamination. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient transitioned to incenter hemodialysis (hd) in (B)(6) 2019 due to a mutual decision between the patient and nephrologist.